Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Silenced, reviewed settings and powered pump off. Closed clamp and removed cassette, gently tapped cassette to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off and removed cassette again. Gently tapped cassette to disperse air bubbles in the line and massaged tubing. Pressed green release. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off. Patient not affected. Resvol- 63.9ml. Rate-ml/hr1.1. Given-42.15ml . No further information available.